Event description:
Related manufacturer reference number: 3006705815-2019-01336. Additional information received indicated that surgical intervention took place on (B)(6) 2019, wherein the patient was implanted with a drg system due to target location of therapy being near the groin area. No existing leads or devices were explanted. Effective therapy established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01336.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01336. It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. In turn, surgical intervention is pending to address the issue.